Event description:
During retraction through the needle a piece of coating was scraped off. The wire lumen was big enough for the wire to pass. When investigating the wire the distal end tip (radiopaque part) literally got loose from the wire. Tip is in the bag and fortunately not in the pt.